Event description:
Five of ten sensors in box expired and sensors would not sync with insulin pump, the box labeled with expiration date of 11/28/10 but in the box 5 sensors had expiration of 6/2010. Dose: changes every 3 days. Therapy dates : unk. Diagnosis for use: diabetes.